Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the internal wires were exposed in the a + b assembly. The root cause of the exposed wires cannot be positively identified. Once the a + b assembly was replaced, the belt was fully functional. No adverse event resulted from the exposed wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report "check therapy electrode pad" alarms. The pt was issued a replacement electrode belt.